Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient had their implantable neurostimulator (ins) replaced in 2017 due to depletion. It was also noted that the battery life was short and the patient did not experience a greater than 50% reduction of symptoms. The cause and what troubleshooting that was performed were stated to be unknown. The patient is currently receiving normal treatment without influence. No further complications were reported/anticipated.